Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited constant beeping, "no disposable" and "high pressure" alarms. Per reporter a new cassette was mixed and placed and alarms were resolved. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).